Manufacturer narrative:
(B)(4). Device available for evaluation?: yes, returned to manufacturer on 08/11/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event - unknown, not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol) was explanted from a male patient's right eye (od) due to halos/glare. There was no incision enlargement, no vitrectomy and no sutures required at explant. There was no patient post-op injury reported. The replacement lens was a model z9002 lens. No further information was provided.